Manufacturer narrative:
The following devices were also listed in this report: v40 fem head orthinox 22-0; cat# 6364-2-122; lot# g7247645, modular dual mobility insert; cat# 626-00-38d; lot# 68510601, trident psl ha solid back 48mm; cat# 540-11-48d; lot# 6913820, exeter 2.5 I m plug 14mm; cat# 09390114; lot# l8392, exeter v40 stem 37.5mm no 1; cat# 0580-1-371; lot# g7525397, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkz071, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mkz071. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to infection. Surgeon reported the infection was confirmed as e. Coli. An mdm liner construct and 22.2 +0 v40 metal head were swapped. Rep reported that no further information is available.